Manufacturer narrative:
(B)(4). Information was received from (B)(4)). No further information was provided.

Event description:
It was reported that, while in use on a patient, a 980 ventilator generated a loss of communication diagnostic message. The patient was removed from the ventilator and placed on an alternate ventilator. The customer stated that patient injury occurred however, although requested, information regarding patient injury was not provided.